Event description:
On (B)(6) 2004, the patient was implanted with three gore excluder bifurcated endoprostheses to treat an abdominal aortic aneurysm. On an unknown date, follow-up imaging identified distal migration (amount unknown) of one of the devices. On (B)(6) 2013, an additional procedure was performed whereby the previously implanted devices were relined with five additional devices. It was reported there was no visible endoleak seen during the procedure, and the originally implanted trunk and aortic extender appeared to be implanted at the level of the aneurysm. Final angiography showed exclusion of the aneurysm with no evidence of endoleak. The patient tolerated the procedure.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Conclusions: the root cause of the migration is unknown. Devices implanted and involved in this event: pcc121000/031540611 and pca260300/030451806.